Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. This was attributed to the initial implant, where a 7 cm cuff was selected and later determined to be oversized. The oversizing occurred because the perineal incision was placed too low; the closer the cuff is positioned to the bladder neck, the larger the size required. Consequently, the cuff was implanted too proximally. A surgical procedure was performed to replace the cuff with a 4.5 cm one. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with malposition and length of the device, may have been due to a potential placement and measurement error. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. This was attributed to the initial implant, where the physician selected a 7 cm cuff, which was later determined to be oversized. A surgical procedure was performed to replace the cuff with a 4.5 cm one. No additional patient complications were reported.